Manufacturer narrative:
Corrected data: manufacturing date. An event regarding infection involving a trident 0° x3 insert 36mm ID was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for identification or evaluation. A device history review indicated that all devices accepted into final stock met specification. The source of the infection could not be determined as further information is needed. A CAPA trend analysis concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time.

Event description:
Patient revised due to infection.

Manufacturer narrative:
The v40 cocr lfit head 36mm/-5; cat# 6260-9-036; lot# mld3w5 was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient revised due to infection.